Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that a diode, designator cr30, was electrically shorted between legs 5 and 9.

Event description:
It was reported that the device was displaying a service indicator and had logged a potentially critical fault code. There was no pt use associated with the reported failure.